Manufacturer narrative:
The investigation was completed on 01-jun-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000075 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. During ablation after mapping, more blood than usual seemed to come out from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed successfully. Additional information was received. There was no section broken/separated observed. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was being used on the patient. No air entered the patient¿s body. There was a small amount of blood loss that the physician judged it did not require any treatment. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).